Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, distal stent damage occurred. The lesion location and vessel characteristics are unknown. The 3.50x16mm taxus liberte stent delivery system (sds) was advanced to but could not cross the target lesion, even after several attempts. Upon removal of the device it was noticed that there was distal stent damage. The procedure was completed using a different device. There were no patient complications and the patient condition is listed as "good".

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)